Event description:
This rv lead was implanted on (B)(6) 2011. A call to technical services on 1/25/11 states that patient went to ER dizzy, hypotensive, complaining of midline cp and sob. Slight rise in rv threshold to 1.7v@0.6ms. Rv lead high on septal wall. Rep was not at implant, possible perforation when possible apical implant? Cxr with apical pericardia! Effusion. 650cc pericardiocentesis. No lead repositioning at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).